Event description:
Customer reported receiving multiple error alarms on the insulin pump including a button error alarm. Customer's blood glucose reading at the time of the call was 89 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with an alarm error after battery change due to broken solder joint of connector on interface board. Insulin pump had a button error alarm due to corroded keypad traces. Insulin pump had a cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.